Manufacturer narrative:
Date of event: (B)(6) 2015. Date rcvd by MFR: 02/15/2016. Conclusion / root cause: the blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's international field service engineer reported an occurrence of blower temperature high was found in the device history report during preventive maintenance. There was no patient involvement.